Event description:
A 4.0mm diameter x 8mm length ave gfx stent was inserted into the target lesion in the ostium of the circumflex coronary artery where a previously placed stent has restenosed. Rotational atherectomy was performed to the target lesion prior to insertion of the ave stent, however, it was not possible to cross the target lesion. Therefore, the stent and delivery system were withdrawn from the artery. Upon removal, the stent became separated from the stent delivery system balloon but remained wiithin the guide catheter. The guide catheter was then removed, however, the stent moved out of the guide catheter and into the iliac artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter causing it to dislodge from the balloon. The stent was successfully snared from the patient and discarded. The target lesion was treated with another stent after placement of a guide catheter the provided adequate support and there was no additional clinical sequelae reported relative to the event.